Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011, the friend of a (B)(6) male patient contacted zoll customer support to report that the patient had a red sore under the electrode belt's vibration box. The friend reported that at the time the sore was not open or bleeding. During a follow up on (B)(6) 2011, the patient's friend reported that sore had gotten larger and swollen and was oozing puss. On (B)(6) 2011 the friend reported that the patient sought medical attention for the sore. The sore was drained and the patient was prescribed antibiotics. The friend reported that they had shifted the device slightly to keep it from interfering with the sore and the sore was improving. The patient continued to wear the lifevest.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.